Event description:
On (B)(6) 2014, the manufacturer was informed that prior to an ablation procedure for barrett's esophagus, the connector for the output cable on the barrxtm flex generator was noted to be unusable. Root cause of the finding is not known. Conscious sedation had already been initiated with the patient, prior to the recognition of the cable issue. The endoscopist was unable to perform ablation, the case was stopped, and the patient woken up. There was no patient injury or other adverse event. The manufacturer is reporting this case out of an abundance of caution due to the need to reschedule the ablation procedure for a later date.

Manufacturer narrative:
No product was returned however a photograph of the output cable was provided which confirmed the connector shell had detached from the output cable. Covidien will continue to trend this issue. (B)(4).